Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 9:12 pm she activated a new pod. The pod was removed and she noticed there was no cannula inserted into the infusion site and it was not sticking out of the pod. She was able to activate a new pod.